Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited noise in the ventricular channel. The patient was in good condition; the physician elected to monitor the patient.